Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that following a routine device change out, defibrillation threshold (dft) testing was performed with the replacement device. Due to a malfunction of the chronic right ventricular (rv) lead, the dft failed to shock and delivered less energy and low impedance. The chronic rv lead was capped and a replacement rv lead was implanted. No patient complications have been reported as a result of this event.